Event description:
A customer reports during set up, the system kept re-booting on its own. Procedure details are not available. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The system message (sm) codes, reported by the customer were confirmed. The company representative replaced the host module central processing unit (cpu). The company representative then tested the system. The system met all product specifications. There were no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Root cause: the root cause cannot be deterimined. (B)(4).